Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. A fault code was displayed indicating the device was in fallback. There were no tones when a magnet was placed over the device.,